Event description:
It was reported that a patient using the ilet experienced frequent urgent low glucose episodes, especially overnight, including readings below 40 and a measured blood glucose of 50 and dropping during a call, with difficulty correcting despite oral intake; the patient had entered two dinner announcements the prior evening, and the agent provided education that the ilet typically requires 2¿4 weeks to learn patient patterns. Symptoms included hypoglycemia with device-indicated low readings and impaired recovery of glucose. Outcomes included the need for urgent management with oral glucose and snacks, without hospitalization or ems involvement. Investigation included complaint intake, troubleshooting, and user education regarding meal announcements and system adaptation. Investigation of this case revealed user-related factors, including multiple dinner announcements and timing of intake, as potential contributors, while device function was not shown to be defective. It was concluded that the event was hypoglycemia with cause unclear and that user education and monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.